Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The initial reporter stated the device has no buzzer. No patient was involved.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿unit had no audio¿ the unit was triaged and the customer¿s reported condition was confirmed. Additionally, the service tech found there to be no audio. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and para meter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.